Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at unknown concentration and dose via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was at the hospital and needed to get the pump turned off. The patient had been out of her medication for some time and needed a manufacturer representative to come out to the hospital to turn the pump off. The date when the patient ran out of medication was unknown. No symptoms were reported. There were no further complications reported at this time.